Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, attempts were made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient twiddled with their dbs extension which led to twisting of their device. In turn, high and low impedance was found via diagnostic testing. As a result, the patient's dbs extension was explanted and replaced to address the issue.

Manufacturer narrative:
H6: health effect: clinical code was previously incorrect. The correct code is included in this report.